Manufacturer narrative:
Report number: 1038671-2023-02173 d10 concomitants: 120-65-20 - bone screw 6.5mm dia x 20mm long (B)(6), 120-65-20 - bone screw 6.5mm dia x 20mm long (B)(6), 142-36-00 - cocr fem head 36mm +0 offset 12/14 (B)(6), 164-03-13 - element-stem, collared w/ha, std offset, sz 13 (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2 (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02173. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2014 due to severe osteoarthritis. Approximately 8 years and 2 months after the initial procedure the patient had a right hip revision on (B)(6) 2022. Patient experienced osteolysis, synovitis, failure of implant and pain. Revision op report noted that the acetabular component was partially loose, positioned in 50 degrees of abduction and 5 to 10 degrees of anteversion, there was evidence of wear of the poly liner. There was bone loss in the acetabulum paprosky iia with osteolysis in the ilium and pubic bone. The patient was transferred to the recovery room in stable condition after reversal of anesthesia. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.